Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. It was determined therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry resulted in the clinically observed premature battery depletion.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) status, and premature battery depletion (pbd) was suspected. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) status, and premature battery depletion (pbd) was suspected. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) status, and premature battery depletion (pbd) was suspected. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) status, and premature battery depletion (pbd) was suspected. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.